Manufacturer narrative:
(B)(4). Source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during hip surgery, the femoral stem was opened and the nurse in charge of the instrument found that the inner packaging of the product was not vacuumed. A new implant was opened.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified pouch damage including but not limited to, scuff marks, creasing, and loss of vacuum seal. No evidence of sterile packaging breaches were found that would explain the loss of the vacuum seal. Evaluation of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. The reported event is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. For the event reported for damaged pouch the likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage, and a packaging design issue. For the event reported for vacuum seal issues the likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage. For the event reported for black debris in pouch the likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the porous coating to shed from the implant, and a packaging design issue. A corrective action has been previously initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.